Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Two arterial placed PICC lines with 3cg. No signs that it was arterial when placed.